Event description:
It was reported the customer received the following results on the compact plus system within 10 minutes: 155 mg/dl and then "5 to 10 minutes" later a result of 166 mg/dl, and then "2 to 3 minutes" later a result of 19 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.